Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 05/21/2024 it was reported by a sales representative via (B)(4) that an ar-6481 dw cart could not support four bags of saline - "when they put 4 bags of saline onto the hooks the IV pole collapses can't support 4 bags, safety risk for staff." This was discovered during a procedure with no patient harm.

Manufacturer narrative:
Complaint allegation is confirmed. One ar-6481 dw cart was received for investigation. Visual inspection of the device noted rust and corrosion along the edges of the cart. Functional testing noted that the locking mechanism of the IV pole was not functioning as intended and when weight was added to the device the IV pole would slide down. The most likely cause for the reported failure can be attributed to wear and tear incurred from repeated use. Manufactured date: 08-jun-2022.